Event description:
A customer called beckman coulter regarding a discrepant urine test result from a pt. The customer indicated that a pt had a urine sample tested with an icon 25 hcg test kit and the hcg result was negative (-). The customer indicated that the staff did not believe the negative urine test result and requested a serum sample to be collected and tested quantitatively for hcg. The customer did not provide a specific reason as to why the icon 25 hcg result was not accepted. The pt's serum sample was sent to the lab for a serum quantitative hcg. The quantitative hcg result was >200,000 miu/ml. There has been no change to pt treatment that can be attributed to this event.